Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg defibrillator 2007-(B)(6); 6931-65 implantable tachy lead 2007-(B)(6). (B)(4).

Event description:
It was reported by the nurse that right atrial (ra) lead had far field r-wave (ffrw) oversensing which had been an issue for a very long time but it never resulted in an inappropriate atrial therapy until now. Sensitivities were decreased. The lead remains in use. No further patient complications have been reported as a result of this event.